Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that during deployment the "guide and catheter were fractured". The patient had a cut down performed to retrieve the device. Multiple attempts have been made to obtain additional information from the customer but no information has been made available.